Event description:
It was reported that the caller experienced issues with filling the tandem mobi cartridge, requiring guidance from customer and technical support (cts). There was no adverse impact to the customer's blood glucose level. The customer completed the process of loading a new cartridge and resumed insulin with assistance from cts.